Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under late postoperative complications can include, number 8 states, ¿wear or deformation of the articular surfaces may occur as a result of excessive loading.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04298).

Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, the patient was revised due to wear and pain on (B)(6) 2015. The head and liner were removed and replaced.